Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the delivery system was not returned to the manufacturer for evaluation. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) states: "do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur system, and check for damage" and "advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted." The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization for a varicocele, the embolization coil was advanced with additional force and the coil detached in the microcatheter. The wire was used to push the implant coil into the treatment site. There was no reported patient injury or additional intervention.